Event description:
Description: there is a sticky residue on the top of the plunger of syringe. Found while preparing medicine, so changed to a syringe new one. Additional information confirm if issue is related to excess silicone found since there is sticky foreign liquid at syringe rubber? Customers confirmed that it feels sticky on their fingers when touched.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Correction: based on investigation results, this complaint is no longer reportable. The reported foreign matter was silicone which is part of the manufacturing process and the amount of silicone found was within specification. Device evaluation one video, four photos, and two physical samples were provided to our quality team for investigation. Through visual inspection, silicone can be observed within the syringe. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. We reviewed the test results for lot 2312079, and all values were within the established specifications. The submitted samples were also tested and confirmed to meet these same requirements. A comprehensive device history record (DHR) review was completed for lot 2312079. No deviations or non-conformances were identified during manufacturing that could have contributed to the reported observation. Additionally, our manufacturing process includes multiple visual and functional inspections throughout production. No issues related to this observation were found during these inspections. At this time, we have not identified a specific root cause. However, due to the viscosity of the silicone lubricant, it is possible for some residue to become visible when the stopper is moved from its fully seated position. To further enhance our understanding, we have initiated a project to review our silicone application process.

Event description:
No additional information.